Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated an erroneously low creatinine (crem) and carbamide (uream) on one (1) patient. The patient sample was run with a crem result of 51.0 umol/l and a uream result of 17.57 mmol/l. It did not match the patient's history so it was rerun with crem result of 148.5 umol/l and uream was 8.24 mmol/l. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The customer indicated that the sample integrity was good. Per the complaint records, the crem qc has been running on the low side. Uream qc has been running on the high side. The customer did not request service at this time.